Event description:
Device sensed noise on the ventricular lead. The electrogram was evaluated and the clinician believed the lead was fractured. The pt received inappropriate therapy from the oversensing. Arrhythmia detection and high voltage therapies were programmed off and external monitoring and defribillation support were supplied. The lead is scheduled for explant and replacement.